Event description:
It was reported that the surgeon had difficulties with set screw tightening intra-operatively. The set screws on three cross connectors cross-threaded, the driver tip fractured, and the torque handle did not limit the torque. The driver tip was recovered, the cross-connectors were removed, and alternative cross-connectors were used to complete the procedure without reported patient impacts. This is report two of five for this event.

Manufacturer narrative:
Correction in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed the set screws on the connectors have minor damage/gouges. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review per DHR review, the parts were likely conforming when it left zimmer biomet control. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2021-00238 through 3012447612-2021-00242.

Event description:
It was reported that the surgeon had difficulties with set screw tightening intra-operatively. The set screws on three cross connectors cross-threaded, the driver tip fractured, and the torque handle did not limit the torque. The driver tip was recovered, the cross-connectors were removed, and alternative cross-connectors were used to complete the procedure without reported patient impacts. This is report two of five for this event.